Event description:
It was reported that there was a perforation resulting in a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds to be inserted. Prior to the wds being inserted into the was, the patient was noted to have a perforation. The perforation resulted in a pericardial effusion with cardiac tamponade. The procedure was ended with no closure device implanted. No intervention or treatment was reported to have occurred. The patient is expected to make a full recovery.